Event description:
It was reported that the iab was inserted without any difficulty. After two days of use, there was dampened wave form and lack of augmentation. It was decided to remove the iab and a replacement was not indicated. There were no pt complications.